Event description:
A talent stent graft system was implanted into a patient for the treatment of a 107mm in length and 110 mm in diameter saccular thoracic aortic aneurysm at zone 0 1 month ago. The thoracic aorta proximal diameter was 40 mm in diameter and the distal thoracic aorta was 26 mm in diameter. It was reported that the physician performed 4 vessel debranching's prior to stent graft implant. During the delivery of the (B)(4), the delivery system was difficult to advance. It was reported that the delivery system was pushed a few times and then one of the debranched vessels detached from the aorta and the pt bled copiously. The physician tried to re-attach the vessel, but the pt's blood vessel was too weak and they were unable to control the bleeding due to the weak blood vessel. The physician tried to recover with pump-oxygenator, but vf occurred and the pt passed away. The physician commented that the guidewire entered into the blood vessel prosthesis. The position of the guide wire was not visible by the fluoroscopic and the talent device was advanced to the anastomotic branched vessel resulting in the detachment of the debranched vessel.

Manufacturer narrative:
(B)(4). Eval, results: (death), (diseased vessels), (use of the device in ascending aorta; interaction with previous placed prosthesis). Conclusion: (diseased vessels), (use of the device in ascending aorta; interaction with previous placed prosthesis, inaccurate guide wire placement).

Event description:
Additional information was received for this case. The investigator assessment states that the event of hemorrhage/ ventricular fibrillation/death is not device related; however, it is procedure related.